Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the outer sterile packaging was difficult to open. The procedure was finished with an alternate device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow up report is being submitted to report additional information complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the inner tyvek was sealed into the outer tyvek, and when the outer tyvek was pulled, the inner tyvek pulled off with it. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.